Event description:
A complete self expanding (se) peripheral stent was used for treatment of a lesion in the right distal common femoral artery. The stent implantation zone was acutely angled. The vessel was moderately tortuous with little calcification and 60% stenosis. The stent was deployed without issue. During removal of the delivery system the distal tip caught on the stent and pulled the stent inwards. A second stent was placed successfully. The lesion was also post dilated after stent placement. The patient is well post procedure and no clinical sequelae were reported. Image evaluation: review of the still image provided confirms that the stent confirmed to the native shape of the lesion with a waste evident in the mid-section of the stent and incomplete expansion of the proximal segments.

Manufacturer narrative:
(B)(4). Patients condition affected effectiveness of device (moderately tortuous with little calcification and 60% stenosis), (device not received for evaluation), device failure/lack of effectiveness related to patient condition (moderately tortuous with little calcification and 60% stenosis).